Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report a follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome is stalling under load and also not starting sometimes. No additional clinical information was received prior to this report.